Event description:
A complaint was submitted on hemosil synthasil, part number 00020006800, lot n0441431. The customer observed discrepant aptt results measured on acl top 750 las (sn (B)(6)). A corrected report was generated.

Manufacturer narrative:
A complaint was submitted on hemosil synthasil pn 00020006800 lot n0441431 used on the acl top 750 las sn (B)(6). There was no patient impact. Sample result detail reports were submitted for the investigation, which verified the results in question. The customer states that they reported an incorrect result and had to generate a corrected report for 4 aptt-ss samples. The customer ran the quality control (qc) for test code aptt which failed for both levels. Upon troubleshooting the issue and checking the error log, a warning for low hemosil cleaning solution was found at 21:23. A field service engineer (fse) was dispatched to check on the analyzer. The service report also shows the fse performed instrument verification and performed the "clean all probes" function, secured precision tubing, checked the 3-way valve and coordinated alignment for all instrument arms. The customer replaced the hemosil clean solution, made up fresh qc and reagents, and performed the enhanced clean for all probes prior to rerunning quality control. The customer ran qc with passing results. A review of the certificate of analysis (coa) for hemosil synthasil pn 0020006800 lot n0441431 was performed. The reagent met all specifications; no abnormalities were found. The acl top family 50 series operator's manual states that "for users performing more than 50 thrombin-based or factor xa based tests (antithrombin, clauss, fibrinogen, thrombin time, or heparin assays) per day, it is strongly recommended that the enhanced clean be performed on all probes once per shift. For users running fewer than 50 thrombin-based or factor xa-based tests per day, the enhanced clean should be performed once per day." While the root cause of the reported unacceptable performance for appt cannot be determined, there are many variables that have the potential to influence the result recoveries. This information has been forwarded to the werfen risk assessment process and will be monitored through trending analysis.